Event description:
The initial reporter indicated a total of four false results across three separate products but did not indicate which patients corresponded to which device. 12 total reports are being submitted since clarifying information has not been provided within the 30-day timeframe. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result for c. Tropicalis was obtained. There was no report of patient impact. The following information was provided by the initial reporter: biofire false positive for c. Tropicalis. #2 ¿ did not get treated; providers thought all organisms grown were contaminants.

Manufacturer narrative:
Additional information was received which indicated the previously reported failure did not occur with this device. This MDR should be considered canceled.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k113558, k222591. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The initial reporter indicated a total of four false results across three separate products but did not indicate which patients corresponded to which device. 12 total reports are being submitted since clarifying information has not been provided within the 30-day timeframe. It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic), a molecular false positive result for c. Tropicalis was obtained. There was no report of patient impact. The following information was provided by the initial reporter: biofire false positive for c. Tropicalis. #2 ¿ did not get treated; providers thought all organisms grown were contaminants